Event description:
It was reported to vyaire medical that the vela ventilator had mainboard replacement but the ventilator is facing a new issue. All values are working correctly and the ventilator is working except when it is put on high oxygen percentage. When it is set to a high 02% (80+) the 02 inlet pressure drops and the unit starts alarming 02 inlet low. Furthermore, there is no patient associated with the said event.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.